Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: anesthesiologist reports that when the process of insufflating the balloon was carried out irrigating with lidocaine, a broken pneumoregulator was observed. There was no patient involvement.

Manufacturer narrative:
Qn # (B)(4). No sample was returned therefore evaluation on actual physical sample could not be conducted. For simulation purpose, 10 pieces of representative samples were retrieved from production lot. Visual inspection was conducted on the representative samples from production samples. No visual defect was observed on all the representative samples. The cuff pressure of all the representative samples was then tested by inflates the cuff to 25mbar using calibrated endotest. All cuffs could be inflated and maintained at 25 mbar without abnormality. There is 100% leak test in manufacturing in which any broken that could lead to leakage as per complaint could be determined. Besides, simulation using production representative sample shows that no decreased in cuffs pressure and no leakage at side arm joint was observed. According to IFU de8112 rev 3 there is a warning statement for not using lubricants with a petroleum based. Based on the investigation, the complaint could not be confirmed. There is no actual sample returned for investigation. Besides, 100% visual inspection and leak test was conducted in manufacturing in which any broken that could lead to leakage as per complaint could be determined. In addition to this, simulation using production representative sample shows that no decreased in cuffs pressure and no leakage at side arm joint was observed.

Event description:
Reported issue: anesthesiologist reports that when the process of insufflating the balloon was carried out irrigating with lidocaine, a broken pneumoregulator was observed. There was no patient involvement.

Event description:
Reported issue: anesthesiologist reports that when the process of insufflating the balloon was carried out irrigating with lidocaine, a broken pneumoregulator was observed. There was no patient involvement.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed. Due to system being down in kamunting facility, traceability was not able to be performed. The report shall be revised to include the device history. One piece of the actual sample was received for further investigation. Visual inspection was conducted on the received sample and there is no abnormality found. The cuff was able to maintain its pressure at 25mbar. The product was then placed under water for water leak test. There is no bubble flowing out from the cuff and pilot balloon as shown. This indicates that there is no leakage on the cuff or pilot balloon. Based on the investigation conducted, defect mode could not be confirmed. There are no bubbles flowing out from cuff, and pilot balloon which indicates no leakage on the tube. No abnormality was observed on the actual sample returned.